Event description:
It was reported that there was far-field p wave oversensing on the right ventricular (rv) lead at the one week post-operative check. It was also noted that r waves were small. Sensing was changed with partial success. It was found that the lead was dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4053 lead, implanted: (B)(6) 2000. (B)(4).